Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed the tibial component was loose and subsided. The root cause of the device loosening and migration is unknown. With the limited amount of information provided, it cannot be determined that the complaint is product related. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states poly wear and tibial loosening at the cement/bone interface. Depuy cement was used. Der from sales field was also received stating tibial loosening at the cement/implant interface.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.